Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional info becomes available then it will be submitted in a supplemental report.

Event description:
When using the two instruments specified, the thread on the introducer was damaged and pulled away from the trial leaving it insitu and unable to be connected to the introducer to be removed. Trial was removed using a alternative tool and a second available set was used.